Manufacturer narrative:
Device evaluation: 1 x gepd-5-5- of lot number c1765791 was not returned for cirl evaluation. This file deals with user error due to an incorrect wireguide used on the second device. This file is related to pr325817 (MDR ref: 3001845648-2021-00398) which deals with the kinking of the original stent. Prior to distribution all gepd-5-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the gepd-5-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1765791. Information received confirmed that the device had a 0.025" wireguide used to place the stent. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per information provided a 0.025" wireguide was used to place the stent. Summary: complaint is based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Event description:
This pr is related to (B)(4) (emdr 3001845648-2021-00398) and has been created to capture the user error of incorrect size wire guide (0.025¿) being used with replacement gepd5-5¿. No adverse effects reported.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.